Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the suspected tissue damage, worsened mitral regurgitation and clip detachment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) in the patient who was a surgical candidate, but electively declined mitral valve surgery. Visualization was a challenge due to the patient anatomy. There was difficulty grasping both leaflets with the mitraclip because of the prolapsed posterior leaflet. After around nine grasps, good leaflet insertion was obtained and the clip was deployed. When gripper line removability was checked, the line felt tight, but it was moveable. The clip lock was checked and that worked fine also. The gripper line was pulled slowly and gently while watching the clip under fluoroscopy.; however, when less than six inches of gripper line was retracted the clip detached from both leaflets, simultaneously. Using the gripper line, the clip was retracted to the tip of the steerable guide catheter (sgc) and both were retracted to the iliac artery. The sgc was removed while the clip delivery system (cds) remained in the iliac. A larger sheath was positioned and the detached clip snared and removed. Mr appeared to be worsened and a leaflet tear was suspected. Mitral valve surgery was again discussed, but the patient declined and was transferred to hospice care. No additional information was provided.

Manufacturer narrative:
Device investigation was performed on the returned complaint device. The reported physical resistance/sticking associated with difficulty removing the gripper line could not be replicated in a testing environment due to the returned condition of the device (clip was detached from clip delivery system, and the gripper line was broken). The reported expulsion (complete clip detachment/ccd) and difficult or delayed positioning could not be replicated in a testing environment as it was related to patient/procedural (operational) circumstances. The clip was inspected, and tissue was observed between the gripper arm and the clip arm, thus confirming the suspected tissue damage. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation was unable to determine a conclusive cause for the reported physical resistance/sticking (difficulty removing the gripper line). The complete clip detachment/expulsion appears to be due to a combination of patient anatomy (friable/thin leaflets) and procedural circumstances of difficult gripper line removal. The difficult or delayed positioning associated with difficulty grasping the leaflets was reported to be due to the prolapsed posterior leaflet and thus related to patient morphology/pathology. The reported tissue damage resulting in worsening mitral regurgitation and hypotension appears to be a result of the complete clip detachment/expulsion, and thus related to procedural circumstances. The reported patient effects of worsening mitral regurgitation, mitral valve injury (tissue damage) and hypotension as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.b5 updated to include information initially received regarding hypotension.

Event description:
Update to b5: there was some hypotension after embolization to systolic around 70 mm hg, treated that with some neosynephrine and patient stabilized. No additional information was provided.